Manufacturer narrative:
H3: analysis of product ID 977c265, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type lead found stim lead/body/outer insulation/broken and stim lead/body/conductor/broken/at injex anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was found to be fractured in half, and high impedance were observed on electrodes 8-15 with a value of 4000, all of which had an x on them. There was a loss of stimulation. Cause is not known. The issue was resolved by replacing the lead.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2020; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.